Event description:
It was reported that during a sigmoidectomy, the device fired malformed staples. Sutures were used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received fully fired. Several unformed staples were received inside a bag. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A batch record review was performed and no anomalies were found during the manufacturing process.